Event description:
It was reported the device could not be interrogated, and it was pacing, per the ECG. It was explanted and replaced. After explant, the device could be interrogated and it was determined a por (power on reset) had occurred on the explant date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B) (4) preliminary testing revealed no pacing output and no telemetry. Further analysis determined the no output and no telemetry conditions were the result of lifted hybrid bond wires.